Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for 10 minutes the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition once the patient removed the pod from the infusion site the cannula was found to be bent as well as the patient reports being unsure of the cannula was properly inserted into the infusion site.